Manufacturer narrative:
Correction: product information: as reported problem code. Additional information: d9, h3, h6, h10: h10: the device was received for evaluation. During functional testing, the device was able to properly detect a downstream occlusion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed per square inch (psi) test during testing at the biomedical service department. There was no patient involvement. No additional information is available.